Event description:
After the surgeon completed the procedure, he noticed via x-ray that the mesa rail cricket reduction jack he had used during the surgery left fractured components behind inside the patient. He then immediately removed the fractured pieces. Additional surgical time of under two hours reported but the exact length of time was not specified.

Event description:
After the surgeon completed the procedure, he noticed via x-ray that the mesa rail cricket reduction jack he had used during the surgery left fractured components behind inside the patient. He then immediately removed the fractured pieces. Additional surgical time of under two hours reported but the exact length of time was not specified.

Manufacturer narrative:
Correction to d.3. And g.1.: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual inspection: it was observed that one of the collet that holds the feet was fractured. Device and complaint history records were reviewed, and no relevant manufacturing or similar complaints were identified. Per IFU: translation of the concave thoracic apex to the mesa rail is performed by gradually tightening the rail crickets from the ends sequentially with progression towards the apex of the deformity. By performing the translation simultaneously from the outside-in with the rail crickets, the forces are spread across the entire construct. Once all rail crickets are maximally tightened, the mesa rail will be captured in each of the screw heads. One of the potential root causes could be the extensive lateral loading on the cricket feet when implanted in the patient. Another potential cause of the reported failure could be the cricket being stressed beyond its structural capacity.